Manufacturer narrative:
(B)(4). Batch # 816a68. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a low anterior resection the circular stapler misfired. Staple line was not formed also knife was not fully extended to cut the tissue. The surgery was delayed 15 minutes. There was a change in the procedure, an apr was done instead of a lar.

Manufacturer narrative:
(B)(4) date sent: 02/03/2023 d4: batch # 816a68 h6: health effect ¿ clinical code = gastrointestinal system (e10) additional information: DHR (device history review) completed for lot # 816a68. Mfg. Date: 06/21/2022. Expiration date: 04/30/2027. A manufacturing record evaluation was performed for the finished device batch number 816a68, and no non-conformances were identified. Additional information was requested, and the following was received: what were the indications for surgery? The indication of surgery was colorectal cancer on what tissue was the device fired? Device was fired on rectum and colon. Did the patient receive any preoperative chemotherapy or radiation? Yes patient received chemotherapy and radiation. Were there any issues experienced with the device in the initial surgical procedure? No issues were experienced in initial procedure what healthcare professional fired the device and what is his/her experience with the device? General surgeon and has fired around 20 ethicon circular staplers where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Green gap scale was at high b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes waited for 15 sec an retightened before firing was the device difficult to close? Yes device was difficult to close, was the device difficult to fire? Yes device was difficult to fire. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes received the audible tactile feed back were the donuts inspected? No was a complete transection of the white breakaway washer visually confirmed? Breakaway washer was no visually confirmed. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient? Patient is fine but apr was done instead of lar. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with the knife and guide face pocket damaged. Also, two stuck protruding staples were noted in damaged pockets. The breakaway washer was present and with an off-center cut and damage the knife by pressing it hard enough against the anvil. In addition, the anvil and guide face were noted to be misaligned due to the damaged knife. No functional test was performed due to condition of the device. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.